Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/not provided, information was asked but it was not provided. Date of event: unknown/not provided, but the best estimate date is between (B)(6) 2022 - (B)(6) 2022. If explanted, give date: not applicable, as there is no indication that the lens was explanted. First name and last name: unknown/not provided. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not satisfied with his visual acuity post intraocular lens (iol) implantation. Patient indicated that his far vision was not good and light transmission was low in far vision. It was indicated that the patient's daily activities were significantly affected. No further information was provided.